Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The distributor reported that the patient felt unspecified symptoms of a low glucose level on (B)(6) 2020. The cgm reading was 4.5 mmol/l and the finger stick bg value was 2.1 mmol/l. The distributor reported the patient took unspecified food and drink to stabilize the low value. At the time of the report the patient stated she felt better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. No injury or medical intervention was reported.